Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to normal wear and tear on the implant . After 10+ years it stopped inflating. A new inflatable penile prosthesis was implanted. Following the replacement surgery, the device was fully functioning prosthesis and there were no further complications.